Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
Arrived on unit to assess new broviac catheter placed and do teaching with parent. The bedside nurse indicated catheter was leaking and that the pt's chest was swollen subsequent to attempted infusion. The pt was required to return to operating room for placement of broviac catheter. There is a small hole in the line. The physician does not believe the hole was caused during the attempt to access the line, but cause remains unk.